Manufacturer narrative:
Review of the data confirmed that sample run #1785 as positive for sars-cov-2 with a CT value of 36. An indicative of a sample that is near, at, or past the limit of detection of the assay (lod), which can cause the sample to waiver between positive and negative, or other sample specific factors. Additionally we cannot ruled out specific factors such as; the differences in the sensitivity of the two tests (liat test and the seegene). The liat assay has a lod of 12 copies/ml, or 0.0084 pfu/ml. The seegene allplex 2019-ncov assay has a lod of 4167 cp/ml2, 0.0200 pfu/ml. The liat assay is more than 2 times sensitive than the genexpert assay. Cn-634448.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result when using the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system when compared to the result generated by seegene® allplex sars-cov-2 assay. According to the customer the initial patient sample was tested using the cobas® liat® system and generated sars-cov-2. A second swab was re-collected repeated using the seegene® allplex sars-cov-2 assay, the result was sars-cov-2 negative. Although requested, it is still unknown whether any of the results were reported to the patient. To date no allegation of harm or injury is alleged. Investigation is in progress.